Manufacturer narrative:
The explanted products were not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was to undergo a pocket revision. The reason for the revision was not known. It was later reported the s-ICD and associated electrode were explanted due to infection. No additional adverse patient effects were reported.